Manufacturer narrative:
(B)(4).

Event description:
On the literature review "early outcomes of a novel bicruciate-retaining knee system: a 2-year minimum retrospective cohort study", it was reported that one (1) patient experienced prepatellar bursitis after undergoing a bicruciate retaining (bcr) total knee arthroplasty (tka) procedure using a journey ii xr system. Patient required a postoperative ed visit in the first 90-days. However, it is unknown how the event was treated. Patient's outcome if unknown. No further information is available.

Manufacturer narrative:
H8: usage of device. Singh, v., yeroushalmi, d., christensen, t. H., bieganowski, t., tang, a., & schwarzkopf, r. (2022). Early outcomes of a novel bicruciate-retaining knee system: a 2-year minimum retrospective cohort study. Archives of orthopaedic and trauma surgery, 1-7. Doi: https://doi.org/10.1007/s00402-022-04351-2 . Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, that one (1) patient experienced prepatellar bursitis after undergoing a bicruciate retaining (bcr) total knee arthroplasty (tka) procedure using a journey ii xr system. Patient required a postoperative emergency department visit in the first 90-days. However, it is unknown how the event was treated. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The patient¿s outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.